Manufacturer narrative:
(B)(6). (B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One amplatz extra-stiff support heparin coated wire guide was returned for evaluation. Inspection of the device noted that the distal soldered tip was separated at approximately 4mm. The coil looked stretched causing the wire to be elongated at the distal end. The stretched coil measures approximately 1mm in its elongated state. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
An international customer reported that the tip of the amplatz extra-stiff support heparin coated wire guide may have separated. There was no reported patient involvement or injury.